Manufacturer narrative:
Additional information was received that due to non-device related medical issues, the patient cannot undergo the surgery.

Event description:
A report was received that the patient was having difficulty charging her implant. Troubleshooting discovered that the ipg has tilted inside the pocket and is the likely cause of the difficulty charging the ipg. No other abnormalities were observed and the ipg is otherwise functioning normally. A pocket revision was recommended.

Event description:
A report was received that the patient was having difficulty charging her implant. Troubleshooting discovered that the ipg has tilted inside the pocket and is the likely cause of the difficulty charging the ipg. No other abnormalities were observed and the ipg is otherwise functioning normally. A pocket revision was recommended.